Event description:
On (B)(6) 2014, the lay user/patient¿s father contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ping enhanced meter had a contrast issue. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue began ¿at the weekend.¿ the patient manages his diabetes with insulin (unknown type; self-adjuster) and continued with his usual dose of insulin in response to the alleged issue. The patient did not develop any symptoms and did not receive any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/29/2014). The patient¿s meter has been returned on 8/6/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.